Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "on or about (B)(6) 2008, [pt] was implanted with a cook celect vena cava filter. In (B)(6) 2018, [pt] underwent a computed tomography scan (¿CT scan¿) which revealed her cook ivc filter struts had moved since its implant with several struts now extending through her ivc wall. The CT scan further revealed that her cook ivc filter was both tilted and embedded into the wall of her ivc. Finally, the CT scan revealed the [pt]¿s ivc was stenotic at the site of the ivc filter with multiple large varicose veins in [pt]¿s abdomen forming as a result." Patient outcome: it is alleged that "for the rest of her life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living."

Manufacturer narrative:
Manufacturers ref (B)(4). Investigation submitted 09sep2020 is still valid. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation. The following allegations have been investigated:dvt and depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(6) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right internal jugular vein due to post pulmonary embolism (pe). The patient further alleges dvt and depression. (B)(6) 2011, per a report from venogram; ¿there appeared to be a clot or stenosis of the inferior vena cava, so therefore I performed an angioplasty of the inferior vena cava below the filter with an 18 x 40-mm balloon and also an angioplasty of the left common iliac vein. Following the angioplasty there was still residual stenosis or clot that appeared to be located within the inferior vena cava and actually some of the clot now had moved into the area under the filter. This was confirmed by the completion of venogram from the left external iliac vein.¿ (B)(6) 2018, per a report from computed tomography 2; ¿impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The filter is tilted to the right with its proximal cone lying on the wall of the ivc possibly embedded in it. The ivc at the level of there filter is very stenotic. The ivc is collapse around the filter. As a result of this, there are large varicose veins seen in the soft tissues of the abdomen.¿